Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with noisy motor during testing due to faulty motor. No static charge zap noise noted during testing. The device also was received with cracked case on display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump began to make a noise that sounded like a static charge when the act button was pressed. The blood glucose reading was 489 mg/dl. Customer declined to troubleshoot for the high blood sugar and expressed no symptoms. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.